Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3507300mc, lot number 7703757, serial number (B)(4). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample a tear was noted in the anterior and extending to the posterior view, measuring approximately 4.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device was re-evelauted per customer request. Updated device evaluation summary: during evaluation of the sample a tear a was noted in the anterior and extending to the posterior view, measuring approximately 4.0 cm. Leak testing was performed and it revealed a tear b in the anterior view near to the valve. Microscopic examination of the edges of the tear b gave no indications of instrument damage, however the examination of the edges in the tear a revealed parallel striations. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 6546060. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the right side. As a result, the patient will undergo removal on (B)(6) 2019